Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #1491916, was included in the recall.

Event description:
Procedure performed: lap chole procedure. Event description: same existing problem. Clips do not load. Additional information received from applied medical representative via email on 1dec23: the trigger could be used as normal. Sometimes the clips seated properly into the jaws, and sometime halfway, so pull out manual and try to reload after a few attempts the used a new ca500. Patient status: patient is fine. Intervention: they used a new ca500.

Event description:
Procedure performed: lap chole procedure. Event description: same existing problem. Clips do not load. Additional information received from applied medical representative via email on 1dec23: the trigger could be used as normal. Sometimes the clips seated properly into the jaws, and sometime halfway, so pull out manual and try to reload after a few attempts the used a new ca500. Patient status: patient is fine. Intervention: they used a new ca500.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.